Event description:
It was reported by customer that they noticed in the inside of the needle, safety hypodermic 25g. Looked like a long dry tissue like or old bloody string like wrapped around the top part of the needle and on the walls of the safety cap. Additional information received (B)(6)2023: it was reported by the customer no patient involvement; material was found by the PICC nurse prior to insertion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by customer that they noticed in the inside of the needle, safety hypodermic 25g. Looked like a long dry tissue like or old bloody string like wrapped around the top part of the needle and on the walls of the safety cap. Additional information received 5/23/2023: it was reported by the customer no patient involvement; material was found by the PICC nurse prior to insertion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of foreign material on the hypodermic needle was confirmed. The product returned for evaluation was one safety hypodermic needle. The sample was received in its protective sheath. The safety mechanism was not activated. Reddish-brown residue was observed on the needle luer and non-engaged safety. Microscopic inspection of the sample confirmed the presence of reddish-brown residue which appeared consistent with blood product residue. Fibers consistent with gauze fibers were also observed adhered to the needle. Apparent blood product residue was also observed on these fibers. The materials observed on the needle appeared consistent with gauze and blood product residue. Exposure to such materials likely occurred just prior to or during attempted device use.